Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is cracked and lcd lens is cracked. Analysis also found the upper and lower cases are broken, one bail is bent, keyboard is damaged, and battery drawer o-ring is missing. (B)(4).

Event description:
It was reported the display is cracked. The device was returned for repair. There was no patient involvement indicated.